Event description:
During index procedure, the patient had one endeavor sprint rapid exchanged (rx) drug-eluting stent successfully deployed at ramus in termediate. Approximately 4 months post index procedure patient experienced a gi bleed, underwent a colonoscopy and recovered without treatment. Investigator indicated that there was no relationship with the study product.

Manufacturer narrative:
Evaluation: results, inherent risk of procedure (haemorrhage). (B)(4).